Event description:
During a pci procedure, the graphix guidewire fractured. The lesion being treated was very tortuous. The graphix guidewire fractured but remained in the stent delivery system and was successfully removed from the pt. The procedure was completed with another device. No pt injuries or complications were reported. Pt status is reported as 'ok'. The lot number for this device is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.